Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# kx153, 510k# k101864, and upn (B)(4) is approved for market in the us. The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was presented with vertebral fracture at th-12. Intra-op, at a pressure of 285 psi the ibt balloon was burst during inflation. The device came in contact with the patient. The procedure was completed with another device successfully. No patient complications occurred during this event.

Manufacturer narrative:
Device evaluation: visual and microscopic examination confirmed that the balloon has cut on the distal peak, this type of damage is consistent with contact to bone splinters while the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.